Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant a lead integrity alert was triggered on the right ventricular (rv) lead due to high rate non-sustained episodes and sensing integrity counter (sic). It was noted that the rv lead had been placed in coronary sinus causing sensing of at/af (atrial tachycardia/ atrial fibrillation) by the rv lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.